Manufacturer narrative:
Pump received with button error alarm and intermittent express bolus button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump was continuously beeping. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.